Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully open, visual analysis showed the handle components detached from the dcs. The tip-retrieval mechanism appears intact. There is damage noticed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. A void is observed along the proximal end of the capsule. A kink is observed along the proximal end of the inner member shaft near the spindle hub. One of the tabs is observed to be detached from the male deployment knob component. The detachment site of the tab is observed to be jagged and uneven. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to the positioning difficult. During recapture the deployment knob (actuator) separated. The dcs was returned to medtronic for analysis. Damage was observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Historically, the high forces occur due to a misloaded valve. It was reported that the valve was loaded correctly but this cannot be independently confirmed as no fluoroscopic load check was received for review. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. A kink was observed on the inner member shaft. The description of the event does not indicate that this kink occurred during the reported issue. This kink most likely occurred during transport of the device back for analysis. The device was received for analysis with the capsule open, and therefore the inner member shaft was not supported which may have resulted in the observed damage. The device was received with the deployment knob components detached from the dcs, confirming the reported event. A tab was observed to be detached from one of the deployment knob components. The clicking noise reported during loading may have been caused by the tab breaking. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the loading of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), a clicking noise was audible, but no resistance was encountered. A good load was confirmed under fluoroscopy and the system was inserted and the valve was deployed. The valve determined to be in the incorrect position and was recaptured. During recapture the deployment knob came apart when the valve was recaptured at 80% and was sitting at 10mm on the left coronary cusp (lcc). The handle was able to be put back together, and the valve was fully recaptured. The system was removed, and a new valve was loaded onto a new dcs. It was noted that no patient anomalies could have added to the excess tension. The procedure was completed without any further complications and no adverse patient effects were reported.